Event description:
On (B)(6) 2014, merz customer, (B)(6), np at the (B)(4) of medicine-(B)(4) contacted merz regarding a pt injected with radiesse dermal filler on (B)(6) 2014 by clinic coordinator, (B)(6), lpn. The pt was injected with five (1.5 cc) syringes for (B)(6) facial lipoatrophy. On (B)(6)2014, the right cheek area became red and sore; however, the pt did not report his symptoms until (B)(6) 2014. He returned to the clinic on (B)(6) 2014 with an area 2-3 cm in diameter that was scabbed over and blackish in color. The surrounding tissue was red and inflamed. Merz manager clinical aesthetic services, (B)(6), rn, bsn consulted with (B)(6) who is now managing the pt's care. They discussed possible treatment options used by other hcps such as keeping the area clean, vinegar soaks, and the use of occlusive dressings such as aquaphor. Hyperbaric oxygen treatment may be used in severe cases.

Manufacturer narrative:
(B)(4). Add'l catalog # 8071m0h1, add'l lot numbers: 100069535, 10071716. Add'l expiration date: 08/2015, 01/2016. Add'l MFR dates: 09/2013, 01/2014. During f/u on (B)(6) 2014 (B)(6), medical assistant reported the pt is now doing well with the symptoms resolved. Treatment modalities were not provided. The device history record for radiesse lots #100060347, 100069535 and 100071716 were reviewed. All required testing specs for these lots were met prior to release. No non-conformances were discovered that could have contributed to this event.